Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. 1 unit of lot c1562799 of echo-hd-22-c was returned opened in its original packaging the device related to this occurrence underwent a laboratory evaluation. The needle was found to be kinked distally. Prior to distribution, all echo-hd-22-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-c of lot number c1562799 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1562799. The notes section of the instructions for use, which accompanies this device instructs the user to inspect the device prior to use : "if an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. The failure of needle kinked/bent was observed in the laboratory. A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to excessive force which can be applied when trying to get the needle out of the scope during advancement, it can also be applied when removing the needle. This can lead to sheath and needle damage. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
During the eus with biopsy, the echotip procore needle was used. Before the surgery, the needle was checked, both the packaging and the needle itself were intact. After the biopsy there were some difficulties related to the withdrawal of the needle from the biopsy change - there was no possibility of returning the handle to the "zero" position, and there was a sense of springing on the handle (between position 1 and 0) at that time the needle revealed in the ultrasound image as still extended and driven into a change. With great difficulty, the needle was removed from the change and withdrawn from the biopsy channel. After removing the needle from the endoscope, it turned out that the tip of the needle did not hide into the casing - an extended and folded section of approx. 5 mm was inserted, causing the endoscope canal to be scratched.